Manufacturer narrative:
(B)(4). Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
The customer reported via phone call that the retainer ring broke off from the reservoir compartment. The customer¿s blood glucose level was unknown at the time of incident. The customer reported that the reservoir was unable to lock in place when inserted into insulin pump. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.